Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: reason of complaint: blood leaking out of valve, faulty valve. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Sixty- four unused samples in original packaging were provided for investigation. Upon evaluation of the samples, leak testing was performed, and no leakage was observed. The reported concern was unable to be confirmed. Five retains from the reported lot number were tested and passed. A review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.